Event description:
The patient stated that the v-go's have been coming off of her stomach, sometime while she turns in her sleep and they come off more easily when placed on the arm. The patient stated that she purchased skin prep but is still experiencing the v-go's coming off.